Event description:
It was reported that a cuff miss occurred during attempted suture placement in the right common femoral artery using the preclose technique with a proglide device using 6f sheath prior to carotid stenting interventional procedure. The vessel was mildly calcified. A second proglide device was used with the same results. The sutures of a third proglide device were successfully placed. The sheath was upsized to 8f and there was bleeding around the sheath. The physician was concerned about vessel damage. A vascular surgeon did a cut down and stated that there was no vessel tearing at the arteriotomy, the puncture looked normal. The suture from the third proglide device was removed during the cut down. The stenting procedure was not performed. Hemostasis was achieved surgically. The hospital stay was extended due to the surgical procedure. No blood transfusion was performed. Protamine was administered. There was a clinically significant delay in the procedure due to the surgical cut down. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated age- patient age reported as in (B)(6). Estimated weight- patient weight reported as approximately (B)(6). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.